Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the ccd signal wire rupture.based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire.in addition, our technician confirmed that the insertion flexible tube coating damage, the light guide cable coating damage, the light guide cable for control body coating damage, the light guide cable for prong coating damage, the lcb (light carrying bundle) broken, the control body discolored, the root brace rubber (lg control body) discolored, the body cover grip discolored, the angle lever trim cap discolored, the side body cover discolored, the forward body trim collar/ring discolored, the lg prong discolored, the root brace rubber (junction body) discolored, the junction case discolored, the lg connector discolored, the root brace rubber (lg connector) discolored, the root brace rubber lg prong discolored, and the lg cable connector housing discolored; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.this defect occurred not during procedure.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).